Event description:
Had successful comprehensive reverse shoulder surgery on left shoulder in (B)(6) 2011. On (B)(6) 2017, as I was raising my arm, something popped in my left shoulder causing excruciating pain and complete loss of function of said arm. The original surgeon conducted a series of x-rays which revealed that the humeral tray (trunnion/baseplate) had failed. The failed part is listed as a zimmer biomet model #115340, which is currently under a class 1 recall alert. Currently experiencing a lot of pain if I try to move the affected area in any way!